Event description:
It was reported that during clinic follow up, the right ventricle (rv) lead exhibited high pacing impedance. No intervention or procedure was reported, and the rv lead will continue to be monitored. The patient had no consequences.